Manufacturer narrative:
The wording in the follow up 1 report provided to you was misleading as misinterpreted due to the mentioned power loss test by the customer. However, investigation showed that the power loss test was actually passed but when device was restarted after the test, a 'real time clock failure' appeared on the screen. I apologize for the misleading information. The issue occurred during preventive maintenance. This had nothing to do with a power issue or with the battery. The reason was an electronical defect on the mainboard. The mainboard was subsequently replaced. After the replacement, the device successfully passed all tests and has been fully functional since then. There was no malfunction reported during clinical usage of the device before preventive maintenance. The real time clock failure only occurs when starting up the device. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components¿including alarms, sensors, circuits, and valves¿are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use.

Manufacturer narrative:
It was reported: "mainboard was replaced due to loss of date/time during power failure test." No patient involvement. The power failure test is a preventive maintenance procedure conducted in a non-clinical setting to verify the functionality of the ventilator¿s backup power system. The test is performed without a patient connected to the device. It serves as a security check to ensure all systems are functioning properly. The objective of the test is to identify potential issues with the internal battery system before clinical use. A failure during this controlled check enables corrective actions to be taken proactively, ensuring the device remains safe and compliant for patient care. Hamilton ventilators are equipped with multiple visual and audible alarms, including alerts for battery failure, loss of power, and switching to battery mode. These safety features ensure that, in actual clinical use, any power-related issues would be detected and communicated promptly, allowing staff to respond accordingly. A failed power failure test performed as part of scheduled preventive maintenance does not represent a hazard to patient safety, as it occurs in a controlled environment with no patient exposure, and serves precisely to prevent clinical risks by identifying hardware issues before patient use. Therefore, this case is reassessed as not reportable.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
(1) summary complaint description: mainboard was replaced due to loss of date/time during power failure test. (2) health impact: none, no patient involved, event happened during a test.